Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The device was found to be alarming, but with no audio. The cause was found to be a lack of continuity/impedance on the speaker. The speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump was not alarming. It was also reported there was no patient involvement.